Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete. Oscor is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor, which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor or its employees, that the report constitutes an admission that the device, oscor or its employees, caused or contributed to the event described in this report.

Event description:
A territory manager reported that an end user experienced a device issue while using a CT w/8fr detached poly cath w/vi smartport kit during placement. During the procedure, difficulty was encountered when attempting to remove the internal sheath/dilator. At the stage where the internal dilator is twisted for removal, the valve detached/pulled out from the sheath hub as the dilator was withdrawn from the sheath inner diameter. This resulted in a separation between the valve and the sheath hub. Failure mode: valve dislodgement/detachment from sheath hub during dilator removal occurred during the twisting/removal step of the internal dilator user actions taken: device use was discontinued following the malfunction (no additional interventions reported) comments: a new kit of the same part number was used to complete the procedure. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident. Note: aware date is 06/09/2026.